Manufacturer narrative:
D10 concomitant products: lpg1510al, lpg1510al 10x15cm lp antmcl mesh lt, (lot#: zvk0827x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a inguinal hernia repair procedure after opening the package, the mesh was damaged as there was a tear in the mesh, there was also a black dot on the packaging. Another mesh was also reported to have a black dot on the packaging. There was no patient injury.